Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00054. Device 2 is being reported under MDR 2247858-2019-00055. Device 3 is being reported under MDR 2247858-2019-00056. - attachment: [MDR 2247858-2019-00055 follow-up.

Event description:
"Extremely challenging anatomy with patient that was not an open surgical candidate. Chronic thoracic dissection that expanded into an aneurysm into the false lumen. First failed device (28-m346200462690u, lot # 1903130090) had challenges making multiple turns in tortuous aorta and it caused the device to 'accordian' and felt that it could cause problem in the aorta and likely have challenges passing through the curves. The second device (28-m346105462690u, lot # 180807181) failed to make the second turn which was more pronounced now that there were 2 existing stent grafts (28-m346200462690u, lot # 190130111 and 28-m346200462690u, lot # 1906050051) in place. The device appeared damaged as well. They decided to use a lower profile medtronic navion device (46x103) through a sheath at this point and that was successful. It was the last device on the shelf for navion in that size. The physician decided that he wanted to send another stent in a more proximal location and so we chose another 46x100 (28-m346105462690u, lot # 1903160098) piece to extend. He felt that additional stents placed would allow for easier passage of the final 46x100 but it would not pass through the type curve. No damage to the device just unable to implant." Patient outcome: "patient had a successful procedure and no injury was observed at the end of the procedure."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00054. Device 2 is being reported under MDR 2247858-2019-00055. Device 3 is being reported under MDR 2247858-2019-00056.

Event description:
"Extremely challenging anatomy with patient that was not an open surgical candidate. Chronic thoracic dissection that expanded into an aneurysm into the false lumen. First failed device (28-m346200462690u, lot # 1903130090) had challenges making multiple turns in tortuous aorta and it caused the device to 'accordian' and felt that it could cause problem in the aorta and likely have challenges passing through the curves. The second device (28-m346105462690u, lot # 180807181) failed to make the second turn which was more pronounced now that there were 2 existing stent grafts (28-m346200462690u, lot # 190130111 and 28-m346200462690u, lot # 1906050051) in place. The device appeared damaged as well. They decided to use a lower profile medtronic navion device (46x103) through a sheath at this point and that was successful. It was the last device on the shelf for navion in that size. The physician decided that he wanted to send another stent in a more proximal location and so we chose another 46x100 (28-m346105462690u, lot # 1903160098) piece to extend. He felt that additional stents placed would allow for easier passage of the final 46x100 but it would not pass through the type curve. No damage to the device just unable to implant." Patient outcome: "patient had a successful procedure and no injury was observed at the end of the procedure."